Event description:
It was reported that the pt heard uncomfortable loud sound whilst near loudspeakers. This loud sound remained later even when the pt was in a quiet area. The speech processor was tested, however, no technical defect was found. During a check of the implant the pt heard a loud sound. On closing down the testing software, an painful loud bang was experienced by the pt. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.